Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer attempted to use an 8x39 long genesis biliary on opta pro balloon expandable stent, but it would not cross the lesion. After removal, it was observed that part of the stent was not attached to the balloon. No patient harm occurred, and the procedure was successfully completed using a non-cordis stent. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped per IFU guidelines without difficulty, and the stent was not manipulated during preparation. No unusual observations were noted during inspection. The balloon was not inflated prior to insertion. There was no resistance while inserting the balloon through either the rotating hemostatic valve or the guide catheter. The target vessel diameter was 6¿7 mm. The unconstrained stent size was appropriately oversized by 1¿2 mm. The lesion was calcified with no vessel tortuosity. No difficulty was encountered while advancing the sds toward the lesion, although crossing the lesion was challenging. No unusual force was applied during the procedure. The catheter was not in an acute bend, and the balloon catheter was removed easily. The damage was noted after the device was inserted into the vessel. The device is not being returned.

Manufacturer narrative:
As reported, the customer attempted to use an 8x39 long genesis biliary on opta pro balloon expandable stent, but it would not cross the lesion. After removal, it was observed that part of the stent was not attached to the balloon. No patient harm occurred, and the procedure was successfully completed using a non-cordis stent. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped per IFU guidelines without difficulty, and the stent was not manipulated during preparation. No unusual observations were noted during inspection. The balloon was not inflated prior to insertion. There was no resistance while inserting the balloon through either the rotating hemostatic valve or the guide catheter. The target vessel diameter was 6¿7 mm. The unconstrained stent size was appropriately oversized by 1¿2 mm. The lesion was calcified with no vessel tortuosity. No difficulty was encountered while advancing the sds toward the lesion, although crossing the lesion was challenging. No unusual force was applied during the procedure. The catheter was not in an acute bend, and the balloon catheter was removed easily. The damage was noted after the device was inserted into the vessel. The device is not being returned. The device was not returned for analysis. A product history record (phr) review of lot 82319824 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent strut uplift¿ could not be verified as the device was not returned for evaluation and no procedural images were provided. Therefore, the exact cause cannot be conclusively determined. Based on the information for review, it is likely procedural factors and handling of the device during insertion contributed to the events reported, as reported crossing the lesion was challenging and likely led to the stent strut lifting from the balloon. However, without the return of the device for analysis, it is difficult to ascertain the root cause between the device and the event reported. The IFU cautions ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ according to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Keeping the csi immobile, observe fluoroscopically as the stent is advanced through the csi to the site of the stricture. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, the customer attempted to use an 8x39 long genesis biliary on opta pro balloon expandable stent, but it would not cross the lesion. After removal, it was observed that part of the stent was not attached to the balloon. No patient harm occurred, and the procedure was successfully completed using a non-cordis stent. The device was stored according to the instructions for use (IFU). No anomalies were noted prior to use. The stent delivery system (sds) was prepped per IFU guidelines without difficulty, and the stent was not manipulated during preparation. No unusual observations were noted during inspection. The balloon was not inflated prior to insertion. There was no resistance while inserting the balloon through either the rotating hemostatic valve or the guide catheter. The target vessel diameter was 6¿7 mm. The unconstrained stent size was appropriately oversized by 1¿2 mm. The lesion was calcified with no vessel tortuosity. No difficulty was encountered while advancing the sds toward the lesion, although crossing the lesion was challenging. No unusual force was applied during the procedure. The catheter was not in an acute bend, and the balloon catheter was removed easily. The damage was noted after the device was inserted into the vessel. The device is not being returned.